Event description:
It was reported that the doctor was performing his version of a starr procedure. He does not perform a full thickness resection; he only takes mucosa within the jaws of the stapler. He did not describe this tissue as particularly thick. He reported that when he tried to fire the stapler, he was unable to crunch through the washer despite fully squeezing. He removed the stapler and sutured some bleeding from the staple line. He did not report that any staples appeared malformed. He reported that there was no adverse outcome for the patient as he was able to reinforce the staple line with sutures. There were no patient consequences. The procedure was prolonged by 20 minutes.

Manufacturer narrative:
(B)(4). Breakaway washer indented. The analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.